Event description:
The pump was returned for investigation. Evaluation revealed the battery compartment is cracked. This report is made based on results of investigation completed on (B)(4)2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: pump powers with the test battery cap to a dim discolored display. The battery cap is unable to fully tighten. A battery compartment crack observed. The battery compartment threads damaged. Evidence of moisture contamination inside battery compartment. The audio bolus button cover is detached. Leak test shows leak at battery compartment crack and missing bolus button cover. There was no evidence of additional moisture contamination inside pump. (B)(6).

Manufacturer narrative:
The alert date is 06/26/2014 not 05/28/2014 as previously reported.